Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed s2 battery resistance high; the highest resistance was 321 ohms which is a failure.

Event description:
The physician decided to replace the pump prophylactically due to the field action related to reduced battery performance. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver compounded baclofen.